Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The lead was received at time of analysis without the tray or any packaging. (B)(4).

Event description:
It was reported that there was too little adhesive on the cover of the lead sterile packaging and sterility was questioned. The package opened very easily and there was no visible residue on the tray. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.